Event description:
A falsely elevated sodium (na) result was obtained on a patient sample. The result was reported to the physician. The sample was repeated and a corrected result was obtained and reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated na result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated sodium result is sample integrity. The IFU for the dimension(r) quiklyte(r) integrated multisensor contains the following information: "failure to follow the blood collection tube instructions may result in increased maintenance or troubleshooting of the imt system." The instrument is performing within specifications. No further evaluation of the device is required.